Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Right ventricular (rv) lead threshold remains steady at 0.5 volts from (B)(6) 2014 through (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had some ventricular high rate episodes which started with a series of safety pacing and it appeared that there was rate induced heart block so that as the atrial rate gets up to the upper sensor rate (usr) there was actually atrial pace at the time of the ventricular depolarization and the ventricular pace was failing to capture when the ventricle was refractory. Reprogramming was performed and the implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.